Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm) for failure analysis investigation. The mtm was analyzed, and the reported problem was confirmed but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a surgeon side console fixture test platform (sftp) system where all test passed within specification. Once testing was completed, the mtm was inspected but no faults could be identified. As a result of these findings, failure analysis was able to conclude that the calibration was the potential source of the reported event. The potential root cause for this failure can be attributed to calibration issues from the mtm in the surgeon side console (ssc).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on-site and found no issues with either of the manipulators on both surgeon side consoles. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report that the master tool manipulator (mtmr) was acting funny. The staff informed her that the right mtm would want to default to the instrument that was pointing down. The site power cycled the system in between cases but wanted to know if there were any errors with the system. The tse reviewed the logs and did not see any errors associated with the reported issue. The procedure was completed with no reported injury.